Event description:
It was reported that the usb cable was broken and would no longer work to charge the pump. The customer's blood glucose level was 233 mg/dl. Reportedly, the customer was able to charge the pump with an alternate cable. Replacement cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.